Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bracket installed in the ureteral stent 777626 was 426. This had happened many times, resulting in the customer to disassemble a new set of 777426 when using it. When the customer used the 777626 bracket, they found that the bracket was 426, resulting in the inability to match and use normally, and then open a new set of 777426 brackets, which occurred many times. The issue was discovered during installation. The impact was resulting in poor customer use.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual evaluation noted one photo sample was received. Based on the photo sample received it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be wrong line clearance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling review would not prevented the reported event. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bracket installed in the ureteral stent 777626 was 426. This had happened many times, resulting in the customer to disassemble a new set of 777426 when using it. When the customer used the 777626 bracket, they found that the bracket was 426, resulting in the inability to match and use normally, and then open a new set of 777426 brackets, which occurred many times. The issue was discovered during installation. The impact was resulting in poor customer use.